Event description:
A customer observved negatively biased total b-hcg results on a pt sample. The result was reported to the physician. The result did not agree with results from an alternate method at a different site. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation showed that upon dilution and retesting the sample, results of 1,545,000 iu/ml were obtained. These data are consistent with the pt's diagnosis of hydatiform mole. The event is consistent with a high dose hook event. The instructions for use other limitations section states that "samples containing greater than 300,000 iu/l hcg may read within the reportable range due to a high dose hook effect.